Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, flank pain, (B)(6) infection, (B)(6), acute (B)(6), acute (B)(6) infection, gerd, hyperglycemia and multiparous. Previously administered products included for pid: ceftriaxone and doxycycline; for an unreported indication: liletta iud and tylenol. Concurrent conditions included genital labial cyst, menstrual cramp, bleeding menstrual heavy, bartholin's cyst, right lower quadrant pain, vulva cyst, uterine cervical motion tenderness, adnexa uteri tenderness, anemia, dysmenorrhea, iron deficiency anemia, hypertension, type 2 diabetes mellitus, essential hypertension, benign, vaginal bleeding, obesity, hyperlipidemia, amblyopia, uterine fibroid and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("baldder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, urinary tract infection, cystitis, urinary tract disorder, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: procedure: essure catheter was placed into the patient's right tubal ostia without any complications, down to the black. Thumb wheeled back to the gold approximately 1 cm outside of the tubal ostia and then thumb wheeled back again. It was deployed. There were three trailing coils. At that point to the patient is left the same procedure was done and three trailing cords were left. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, pelvic inflammatory disease most recent follow-up information incorporated above includes: on 16-apr-2021: this case become serious incident. Mr received. Reporter information, patient's date of birth, medical history, date explanted, auto narrative supplement and rcc were added. Event "pelvic inflammatory disease" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, flank pain, hsv infection, syphilis, acute hepatitis b, acute hiv infection, gerd, hyperglycemia and multiparous. Previously administered products included for pid: ceftriaxone and doxycycline; for an unreported indication: liletta iud and tylenol. Concurrent conditions included genital labial cyst, menstrual cramp, bleeding menstrual heavy, bartholin's cyst, right lower quadrant pain, vulva cyst, uterine cervical motion tenderness, adnexa uteri tenderness, anemia, dysmenorrhea, iron deficiency anemia, hypertension, type 2 diabetes mellitus, essential hypertension, benign, vaginal bleeding, obesity, hyperlipidemia, amblyopia, uterine fibroid and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("baldder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, vaginal discharge, vaginal infection, urinary tract infection, cystitis, urinary tract disorder, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: procedure: essure catheter was placed into the patient's right tubal ostia without any complications, down to the black. Thumb wheeled back to the gold approximately 1 cm outside of the tubal ostia and then thumb wheeled back again. It was deployed. There were three trailing coils. At that point to the patient is left the same procedure was done and three trailing cords were left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease lot number: 628432 manufacturing date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.